Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged damaged cartridge issues was verified, but the cartridge alarm issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred. A cartridge change was performed resolving the issue. Additionally, it was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully loaded a new cartridge to resolve the issue.. There was no reported adverse impact to the customer's blood glucose level.